Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b,d,g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the proxis access sheath was very sharp at the distal tip and did not reduce properly where the funnel merges to the outer tube. It was reported that the physician believed that sheath was very sharp and that this contributed to scope repairs. It was reported by another physician that 2 ureters were perforated while using the sheath. Complainant believed that the sheath was too stiff and resistance was felt which damaged the ureter. Per follow up received on (B)(6) 2021, stent was placed in the patient.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this event could be, "material selection". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the ureteral access sheath should not be used without comprehensive knowledge of the indications, techniques and risks of the procedure. To minimize resistance during advancement, ensure the hydrophilic coating on the dilator and sheath is activated with saline or sterile water prior to placement. Do not advance sheath without the dilator in place as this could lead to trauma or injury to patient. Do not bend the device prior to placement as this could damage the integrity of the device and result in patient injury. Do not advance or withdraw device if any resistance is encountered during placement or removal without determining cause and taking action." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the proxis access sheath was very sharp at the distal tip and did not reduce properly where the funnel merges to the outer tube. It was reported that the physician believed that sheath was very sharp and that this contributed to scope repairs. It was reported by another physician that 2 ureters were perforated while using the sheath. Complainant believed that the sheath was too stiff and resistance was felt which damaged the ureter. Per follow up received on 24apr2021, stent was placed in the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the proxis access sheath was very sharp at the distal tip and did not reduce properly where the funnel merges to the outer tube. It was reported that the physician believed that sheath was very sharp and that this contributed to scope repairs. It was also mentioned by another physician that 2 ureters were perforated while using the sheath. Complainant believed that the sheath was too stiff and resistance was felt which damaged the catheter.